Event description:
It was reported that following an ablation procedure, the patient experienced a pulmonary embolism. The patient was removed from the MRI and placed on a stretch for transport to ICU. The patient then became hemodynamically unstable required acute medical support. The patient had a period of pulse-less electrical activity (pea) and received CPR with return of spontaneous circulation (rosc). The patient was then transferred to the neurological ICU with repeat episodes of pea with CPR and rosc. An emergent echocardiogram was performed that demonstrated significantly decreased right heart function. A clinical diagnosis of massive pulmonary embolus was made. The patient then required an emergent surgery for a pulmonary artery thrombectomy which removed a significant clot. The patient did not tolerate sternum closure and was transferred to cardiothoracic surgery ICU in critical condition. The patient was managed in the ICU for multiorgan failure which required continual renal replacement therapy as well as continually required very high dose vasopressor support. The patient returned to the operating room for sternum closure after four days following the pulmonary thrombectomy. The patient's multiorgan failure continued to worsen with accompanying neurological deterioration of unresponsiveness, lack of spontaneous movement, and worsening brain stem reflexes. The patient then expired on (B)(6) 2020. The site reported embolism was possibly related to the neuroblate procedure and surgical procedure.